Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. It also had a minor scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the display went blank after the customer dropped the insulin pump. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. Most recent blood glucose level was 90 mg/dl. The device was returned for analysis.